Event description:
No pt involvement. Philips hemodynamic pt monitor caught fire in vacant pt room within the hospital while not in use. It appears to be the batteries that cause the fire. The fire dept was called as there was difficulty extinguishing the fire. Half of the pts on floor had to be evacuated due to smoke and odor issues. This was also reported to philips medical and assigned case # (B)(4).